Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 14-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer stated that the pharmacy technician had successfully recovered the drawer and was able to use it without any issues. The system functioned as intended after the issue was resolved by customer.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, system encountered an error stating that the medication unit had failed when attempting to retrieve medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.